Event description:
After doctor injected pt with a mandibular bloc, he removed syringe from pt's mouth, went to remove the needle from the syringe, found needle not present in the syringe, looked immediately in pt's mouth, found needle with "hub" attached, removed it successfully without incident. No pt injury reported.